Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 540-541 mg/dl and high levels of ketones; cause was unknown. Reportedly, the customer changed the infusion set prior to bg levels rising and the customer was new to pump therapy, having only been on the pump for approximately three days. Customer attempted to treat raising bg levels with a bolus delivered via the pump. Customer felt sick and vomited and was taken to the hospital by ambulance. Bg was treated with intravenous fluids at the hospital. No issues were observed with the insulin, cartridge, or pump. Reportedly, the customer was released on march 4, 2023, with the issue resolved and no permanent damage. The customer reverted to manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.